Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. The trial began on (B)(6) 2024. It was reported that the device was not working and the lead wires may have been cut. The issue was still ongoing. The patient reported that there was a device revision on (B)(6) 2024. They reported that they were going into their physician's office tomorrow morning at 8:00am to see if they can fix the lead wire.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.